Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use (IFU), device-related complications and adverse events include, but are not limited to thrombosis or occlusion of device.

Event description:
On (B)(6) 2017, iatrogenic pseudoaneurysm was confirmed in the patient's right external iliac artery (eia). Diameter of the artery measured 4.5 mm on computed tomography (CT), and proximal reference arterial diameter was 4.7 mm and distal one was 4.6 mm on angiography. A gore® viabahn® endoprosthesis (5 mm x 5 cm) was deployed in the artery. Intra-procedural angiography showed no endoleaks. The physician elected not to perform touch-up ballooning, and the procedure was concluded. The patient tolerated the procedure. Two weeks later (exact date unknown), follow-up imaging showed the endoprosthesis was occluded. As collateral arteries had developed, no other issue was observed. Additional procedure was not performed. The physician provided the following comments as possible cause of the occlusion; touch-up ballooning was not performed considering a condition of the artery, and the edge of endoprosthesis might not be fully apposed to the arterial wall and turbulent blood flow occured. Dual antiplatelet therapy (dapt) was not performed. The patient experienced shock due to bleeding from other than the treated area (right eia), and blood flow of the right eia became slow. Reference artery would be non-healthy, and the endoprosthesis (5 mm) might be undersized relative to the right eia.